Event description:
It was reported to philips that the single-phase uninterruptible power supply battery failed, which can impact booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) checked the system remotely and confirmed with the customer that the single-phase ups (uninterrupted power supply) was alarming. To resolve the issue, the customer temporarily bypassed the ups. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.